Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E2: health professional ¿ (blank) and e3: occupation ¿ no information provided.

Event description:
It was reported, during preparation for use the subject device had an abnormal 3d image when used in combination with the video system center. No issues with the video system center found. The customer provided the procedure was therapeutic laparoscopic surgery. No surgical delay and no patient harm was reported by the customer.

Event description:
No additional information from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: shaking the uc sheath, image interference. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.